Event description:
On june 23, 201, medtronic neurosurgery received a report from australia's complaint handling team regarding 19 carbide burs, 3.0mm round (nt), catalog number 04-c0107, lot number 317344, in which the size of the devices were larger than what the labeling indicated. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).